Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the temperature module did not function as expected. The led on the module remained red in color. An alternate device was employed to conclude the procedure. The user reported the surgical procedure was completed successfully. Since the event occurred during the self test of the heart lung console, prior to the onset of cardiopulmonary bypass, there was no pt involvement during this event.